Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that she had been eating without treating with a correction. She stated that she was unsure what the insulin pump showed when it would not give her insulin. The customer's blood glucose was over 400 mg/dl. She stated that she felt as though she was not receiving any insulin and added that she had been under an extreme amount of stress. Her blood glucose during the call was over 300 mg/dl. She later noted that the most recent blood glucose was 473 mg/dl. She stated that she had 13.2 units of active insulin on board. She advised that she felt as though her insulin pump was not malfunctioning, stating that the high blood glucose was due to eating and stress. She stated that she had been treating with the insulin pump and did not require any further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.